Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a motor (rewind issue) issue. The reporter alleged that the piston rod was not retracting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/23/2015.device evaluation: the device has been returned and evaluated by product analysis on 04/10/2015 with the following findings: a review of the pump¿s black box data revealed a eaw 70 motor rewind error. A prime sequence and 24 hour duration test were successfully completed with no duplicated alarms and rewind issues. The pump was opened and no intermittent condition was found to the internal components of the pump.